Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6 (update codes), h11. H11: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed on the sample; flow was observed. The device was found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large bore stopcocks did not create a continuous fluid path when connected with unspecified IV extension sets with needleless adapters. The issue was observed when trying to administer medication. When connected and opened, there was an inability to flush the stopcocks. There was no report of patient injury or medical intervention associated with this event. No additional information is available.